Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 upon sensor removal due to early sensor shutoff, sensor wire looked shorter than normal. Patient did not seek medical intervention. At the time of this call to dexcom technical support patient was feeling well, with no discomfort.